Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath' was unable to be confirmed due to unavailability of returned device or provided imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as provided information indicated vessels were moderately calcified and tortuous. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force and vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Additionally, undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 23 mm sapien 3 ultra transcatheter heart valve in the aortic position by transfemoral approach, some resistance was felt during esheath+ insertion at a normal angle but despite one point of friction in the distal part, the esheath+ went in smoothly. No resistance was felt during commander delivery system with crimped valve insertion. At the end of the procedure, after valve deployment and device removal, a small effusion was noted and stenosis at the puncture site indicating that a dissection occurred. A stent was deployed and the effusion could no longer be observed. The patient was stable afterwards. No esheath+ damage was observed.